Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the outer shaft has been retracted by about 10 mm, i.e. The distal end of the outer shaft is located at the distal end of the distal radiopaque marker. The stent has not been released. The proximal stent markers touch the proximal stent stopper. The proximal stent stopper shows mild compression marks. Also, the proximal inner shaft portion is compressed. In the as-returned state, the trigger was located outside of the two handle half shells, impeding the functionality of the trigger. The safety tab has been removed and was not returned. After repositioning the trigger, the stent could be successfully released. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined. Please note that the IFU advises the user to only open the handle in the case that the trigger release mechanism fails with partial release of the stent. Furthermore, pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a mildly calcified lesion (70 percent stenosis degree) in the mildly tortuous superior mesenteric artery. After successfully implanting a pulsar-18 t3, a pulsar-18 was inserted, but the stent could not be released, even when unpacking the handle. Another pulsar-18 t3 was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the outer shaft has been retracted by about 10 mm, i.e. The distal end of the outer shaft is located at the distal end of the distal radiopaque marker. The stent has not been released. The proximal stent markers touch the proximal stent stopper. The proximal stent stopper shows mild compression marks. Also, the proximal inner shaft portion is compressed. In the as-returned state, the trigger was located outside of the two handle half shells, impeding the functionality of the trigger. The safety tab has been removed and was not returned. After repositioning the trigger, the stent could be successfully released. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined. Please note that the IFU advises the user to only open the handle in the case that the trigger release mechanism fails with partial release of the stent. Furthermore, pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.